Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak and crown separation were confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, the root cause could not be identified, and although no specific design or manufacturing issue was identified, the outcome is inconclusive. No device analysis could be made because the devices remain in the patient. The clinical review identified the following factors that may have been contributors: the 55% change in the aortic neck diameter (conical neck); the mild angulation and calcifications at the aortic neck; and the patient continue use of tobacco products.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. Subsequently, on (B)(6) 2015 the patient was brought in for angiogram which revealed a 3b of the aortic extension and separation of the suprarenal strut. The patient will be scheduled soon for relining of the graft. Update on the secondary procedure: physician elected to reline the graft with a cook endograft. Patient tolerated the procedure well.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they're remaining implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Model# and lot# of other involved device: model# a34-34/c100-020; lot#w11-5532-016; dom: (B)(6) 2011; expiration: 10/30/2012.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. On (B)(6) 2015, the patient has an angiogram which revealed an endoleak type iiib of the aortic extension and separation of the suprarenal strut. The patient will be scheduled for relining of the graft. No other complications were reported with the patient as a result of the event.